Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 2.8; date: (B)(6) 2011, inratio: 1.6. Pt reports that the dr changed his coumadin dosage a couple weeks back due to the meter results, but he has been within his therapeutic range until today. Pt has been taking coumadin for about 3 years, but started using the inratio meter on (B)(6) 2011. He also reports that he has a hard time getting enough sample into the micro safe tube. Pt is taking coumadin due to having an enzyme that is causing his blood to clot when it shouldn't.